Event description:
Livanova (B)(4) received a report that during the standby time of operation (after priming), the customer turned off the power of a s5 roller pump and when attempted to turn it on again, the pump did not power up. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective push button switch. The part was replaced and the problem solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective push button switch. The part was replaced and the problem solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that during the standby time of operation (after priming), the customer turned off the power of a s5 roller pump and when attempted to turn it on again, the pump did not power up. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: the push button switch is a mechanism that completes an electric circuit when it is pressed. When it is in the "on" position, a small metal spring inside makes contact with two wires, allowing current to flow. When it's in the "off" position, the spring retracts, contact is interrupted, and current does not flow. If the switch does not properly latch, the most likely root cause is a faulty internal spring.